Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. The device was evaluated upon receipt. The reported issue was unconfirmed. The as5000 system was evaluated for functionality and results were recorded. An electrical safety test was performed; as5000 system passed all tests, is functioning properly and is ready for use. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. Correction: b, d, g, h. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller from scotland having issues with the flow rate in the arctic sun device. Small pads in place, flow rate (fr) was 1.1lpm. Guided to diagnostics showed that the system hours were 5551, pump hours were 4855, inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads using proper technique. Flow rate (fr) was 1.4lpm, inlet pressure (ip) was -2.7psi, circulation pump command (cpc) was 100 percentage. They had no other devices available. Explained how the flow rate (fr) was correlated to the heater capacity. As long as the flow rate (fr) stayed above 1lpm the heater would continue to work to full capacity. They will try to finish this therapy if flow rate (fr) would stay above 1lpm and send to biomed after complete. Per review of wo on 15apr2025, device was used on patient. The patient therapy was not completed. They had to switch it off and they did not have another one. Per follow up information received via mail on 22apr2025, system is being sent. System not here yet. Waiting for customer reply regarding therapy status. Per follow up information received via mail on 24apr2025, system on its way. The therapy was still in progress when they had to remove it due to the fault.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the caller from scotland having issues with the flow rate in the arctic sun device. Small pads in place, flow rate (fr) was 1.1lpm. Guided to diagnostics showed that the system hours were 5551, pump hours were 4855, inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage. Disconnected and reconnected pads using proper technique. Flow rate (fr) was 1.4lpm, inlet pressure (ip) was -2.7psi, circulation pump command (cpc) was 100 percentage. They had no other devices available. Explained how the flow rate (fr) was correlated to the heater capacity. As long as the flow rate (fr) stayed above 1lpm the heater would continue to work to full capacity. They will try to finish this therapy if flow rate (fr) would stay above 1lpm and send to biomed after complete.